Event description:
It was reported that approximately 9 months post-implant of a bifurcated device, and a suprarenal aortic extension, a type ib endoleak was identified. Reportedly, during a follow-up visit a computed tomography scan revealed a distal type ib endoleak at the left limb. The pt was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or procedural CT images were not provided for clinical assessment; therefore, a thorough clinical investigation was not possible and the cause of the reported event could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).